Event description:
After the creation of 15 tmr channels, the distal end of the handpiece fiber split, leaving the multifilament distal tip, approximately 1.7 cm, in the chest cavity of the pt. The multifilament tip was immediately removed from the patient. Another handpiece was used to create 3 additional tmr channels. Dr (B) (6), the attending physician, via a follow up phone call on 06/05/2008, reported that there was no adverse consequences to the patient.

Manufacturer narrative:
Device technique/procedure may or may not have been performed incorrectly.